Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Hospital staff reported via phone call that customer was hospitalized on (B)(6) 2017 due to diabetes ketoacidosis with blood glucose of 301 mg/dl. There were no symptoms provided related to their high blood glucose. Customer's blood glucose was 539 mg/dl at the time of call. Troubleshooting for high blood glucose was not performed. The insulin pump will not be returned for analysis.